Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of not being able to remove battery cap. Customer's blood glucose was 46 mg/dl which was treated with food. Customer was assisted in removing battery cap. Customer was advised that insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received with severely damage stripped battery coin slot; unable to perform displacement due to unable to removed severely damaged stripped battery cap. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.